Event description:
This pt was treated for coronary disease extending to three vessels. At index procedure angiography revealed three type b2, denovo lesions at the 1st obtuse marginal, distal circumflex and the proximal circumflex. The first lesion was 70% occluded, eccentric, mildly calcified, and moderately tortuous at the proximal segment. The lesion was not pre-dilated, and was successfully treated with a cypher stent, deployed at 14 atm. Timi pre and post procedure was iii. Minimum lumen diameter was 3.03mm. The second lesion (distal circumflex) was 80% occluded, 15mm in length, smooth, with moderate tortuosity of the proximal segment, moderately calcified and eccentric. The lesion was not pre-dilated. A cypher stent was successfully deployed at 12 atm with satisfactory results. Timi pre and post procedure was iii. Minimum lumen diameter was 2.55mm.